Event description:
It was reported the device was going to be explanted and they inquired about compatibility guidelines for an MRI. The MRI was related to a device or therapy problem and the entire neurostimulator system would be explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0268e, implanted: (B)(6) 2012, product type: lead. (B)(4).